Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Received a maude event report with very little information ((B)(4)). A patient was seen in the physician's office for a routine yearly follow up visit four years later and found to have microscopic hematuria. Further exam revealed the ceramic tip of a resectoscope sheath had broken off and was retained in the bladder during a turp in 2007. The patient was scheduled for a procedure and the ceramic tip was removed.